Event description:
It was reported that the atrial lead warning was found on the device change out. The atrial lead had low impedance and sensing. Physician reused the lead due to inability to access venous anatomy for a new lead placement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.